Manufacturer narrative:
The following similar product statement was inadvertently omitted in the initial report: this report is being filed on an international product, architect intact pth list 8k25-28, that has a similar product distributed in the us, architect intact pth, list number 8k25-27.

Manufacturer narrative:
Review of complaint activity for the architect intact pth assay identified non-statistical trends, however no adverse trends were identified. Review of complaint activity associated with lot 04318i000 did not identify an increase in complaint activity. Using worldwide field data the performance of lot 04318i000 was evaluated. The patient median result for the lot was within the established control limits indicating no unusual performance. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect intact pth assay was identified.

Event description:
The customer reported the architect ipth results are higher than roche. The following results were provided: sample 1: architect 770 pg/ml and roche 448 pg/ml. Sample 4: architect 448 pg/ml and roche 299 pg/ml. Sample 5: architect 997 pg/ml and roche 606 pg/ml. No impact to patient management was reported